Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that in addition to the initial malfunction, it was observed that the small battery drive device controls were stiff and the device stayed on. All available information has been disclosed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions were duplicated and confirmed. The assignable root cause was determined to be due to various worn components and bearings deterioration from normal wearout.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal radius surgical procedure, it was discovered that the buttons on the small battery drive device were sticking and the motor sounded weird. There were no delays to the planned surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.